Event description:
Customer reported damage to the usb port/pins, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.